Manufacturer narrative:
The reagent lot number is 74457501 with an expiration date of 31-jan-2025. The field service engineer inspected the module and found a misadjusted sample probe that would come in contact with the sample tube while pipetting. He adjusted the probe and performed a reproducibility test with successful results. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable elecsys hcg+beta results from one patient sample tested on the cobas 6000 e601 module. The initial result was 72.78 iu/l. The first repeat result was 40.52 iu/l. The second repeat result was 17.4 iu/l. The third repeat result was 92.21 iu/l. The fourth repeat result was 1149 iu/l.